Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's buttons and keypad was unresponsive. Customer also reported a compromised force sensor system alarm while using their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with some cosmetic damage.